Manufacturer narrative:
The event date was not reported, the aware date was used to estimate this.

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that "the patient had the watchman implanted and has now had two experiences cerebral vascular accidents, two stents have been placed in their heart and they are remaining on plavix and aspirin."